Manufacturer narrative:
Intuitive has received the 8mm permanent cautery hook involved with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported issue. The instrument was found to have both ears of the distal clevis broken. The broken pieces were not returned, measuring roughly 0.260 x 0.229 and 0.260" x 0.165" in size. This failure is most commonly caused by overloading at the instrument tip. The instrument was found to have the conductor wire cap dislodged from its normal position. The cap was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have the molded pin broken off from the distal yaw pulley. The broken pin was not returned with the instrument. The instrument was found to have a dislodged flush tube. The root cause of this failure likely due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with the permanent cautery hook having damage to the cable. The procedure was completed with no patient harm. Isi followed up with the robotics coordinator to confirm that the procedure was completed with no patient harm. The permanent cautery hook had the brown component where it pivoted break. There were no fragments that came off the instrument. There was no energy issue. The backup instrument was used for the case.